Manufacturer narrative:
Customer reported to FDA is unknown. This remediation MDR was generated under protocol b10010116, as a result of warning letter cms#(B)(4). No problems or issues were identified during this device history record review. A product sample was returned and evaluated. Visual and functional testing were performed. The pump was found to be displaying "1871" error code message on power up when batteries are inserted during the investigation. The investigation found a broken capacitor c3 of the microprocessor unit board jammed to the motor gear. The reported issue was duplicated and the issue was caused by a broken component jammed to the motor gear. The technician will replace the microprocessor unit board. The root cause of the reported issue was unable to be determined.

Event description:
It was reported that during testing the pump exhibited a lec 1871 error. There was no patient involvement.